Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "swollen lymph nodes", "three lumps on breast", "pain, "fatigue", "ringing in ear, "dry eyes", "high iron levels", "joint pain", "inflammation", "weight gain". This record is for the left side. Device remains implanted.